Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. If used to perform an assay with test strips from any reported lot, could result in higher than expected results. No injuries reported in the field.